Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the meter information cannot be read by the pump and the meter and the pump are not synched. Customer also indicated that the pump alarmed failed battery. Customer's blood glucose was between 20 to 600 mg/dl at the time of incident and 223mg/dl at the time of the call. Customer treated with insulin. Troubleshooting advised customer that the reason the pump cannot read the information from the meter is due to the radio frequency. Troubleshooting advised customer to have the pump and the meter close to each other. Customer understood and declined to troubleshoot for the failed battery or their high blood glucose.